Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm the customer reported issue. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu unit for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the integrated electrosurgical unit was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically without esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was an integrated electrosurgical unit (iesu) error message and the monopolar energy stopped working. The site replaced the cable and restarted the generator, but the issue did not resolve. The site was able to continue with the procedure. The technical support engineer (tse) reviewed the logs and found iesu error c-34. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Based on visual inspection, the unit was determined to be in good condition. Failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The iesu had error c-34 at startup.

Event description:
Refer to h10/h11 for follow-up information.